Manufacturer narrative:
H10: three (3) samples were received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye observed the twist clamp was not aligning with the notch of the main body on all three samples. Functional testing including leak and clear passage testing were performed with no issues noted. A clamp function test was performed and no leak through the closed twist clamp was observed; however, the twist clamp would not fully engage in the locking position not allowing the notch and twist clamp detent to align. The reported condition of leak at the twist clamp was not verified, however, the condition of ¿clamps cannot be closed¿ was verified. The cause of the condition was related to manufacturing during the milling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H10: a device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of three (3) minicap extended life pd transfer sets ¿cannot be closed¿ which resulted in a leak. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.